Manufacturer narrative:
Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, 50 retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd is unable to confirm the complaint as no abnormality was found in the retention samples.

Event description:
It was reported that the rubber sheath did not recover properly in the bd safety-lok¿ blood collection & infusion set. This resulted in leakage. No injury or medical intervention reported.